Event description:
Reportedly, during an ICD implant, damage of the svc coil was identified. The physician decided to replace this lead with another one.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.